Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Event description:
It was reported that during a post-op device check it was revealed that the patients right ventricular (rv) lead thresholds were variable/unstable and rv sensing had diminished. A lead revision was done and during the lead revision the right atrial (ra) lead became dislodged. Both leads were repositioned without further incident. Both the rv and ra leads remain in use. No patient complications have been reported as a result of this event.